Manufacturer narrative:
Block b3: exact date unknown, event occurred five years after being implanted.

Event description:
It was reported that the patient was experiencing shocking sensation with the spinal cord stimulator (scs) device. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing shocking sensation with the spinal cord stimulator (scs) device. The patient underwent an explant procedure. Additional information was received that the explanted devices were not returned. No further information has been obtained despite good faith efforts.